Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button anomaly. The customer's blood glucose value was unknown. Customer reported that sometimes the buttons didn't responded and stated it was like a software issue like if they had high blood glucose and tried to do a bolus it wont let clear or get a enter blood glucose and wont let use screen sometimes and this started happening 3 months ago and it was getting worse. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.